Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ldr6, implanted: (B)(6) 2014, product type: lead.

Event description:
The healthcare provider for a clinical study reported there was a loss of therapeutic effect and high impedance on the lead. The patient reportedly felt like his device had not been working for the past few weeks, so the device was interrogated. Diagnostics on (B)(6) 2015 reported abnormal findings. Longevity was 120 months and impedance check showed impedances were greater than 4000 ohms on combinations 0 and 3, 1 and 3, and 0 and 1. The event was noted as non-serious, ongoing, and related to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was resolved without sequelae on (b6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no actions taken to resolve the high impedance. The patient's relevant medical history included, urinary urge incontinence; urgency-frequency; fecal incontinence; stress incontinence; constipation; bladder neck contracture history 2007, prostate cancer with radical prostatectomy    2:1 heart block; sexual dysfunction; radical prostatectomy, pacemaker insertion; coronary artery disease; hypertension; diabetes (type 2); prostate cancer. No further communications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a lead fracture. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead fracture was consistent with a broken wire on the device. Per the hcp, the patient and the care team were programming around the defect to mitigate the loss of efficacy. The device is still implanted.